Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 1000176543, model/catalog description reservoir flat iz 100 ml

Event description:
It was reported that the patient experienced scrotal pain due to an underlying infection with an inflatable penile prosthesis (ipp). The physician did not believe the pain was caused by the device and the patient did not experience any other symptoms. A replacement surgery was performed in which the existing device was removed, the opening washed out with antibiotics and a new ipp was implanted. The patient fully recovered following the procedure.